Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-93008.

Event description:
It was reported that the customer was in the emergency room for diabetic ketoacidosis. Their insulin pump was alarming no delivery. The caller stated that the customer changed the infusion set insertion site twice; the first time the cannula was bent and was not inserted into the customer's body all the way. The insulin pump had alarmed low reservoir, but the alert went unnoticed, so the customer's blood glucose went high. The customer was treated with manual injection, but it did not help, so the customer was taken to the urgent care and later got transferred to the emergency room. The customer's blood glucose was 419 mg/dl and was treated at the hospital. During troubleshooting insulin did not exit the tubing during fixed prime process. The customer was asked to disconnect and reconnect the reservoir and the infusion set, and to perform manual priming, during which insulin did exit the tubing. Nothing further was reported.